Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient revised for pain. Update 10/2/2012- litigation papers received. In addition to pain, it is also alleged that the patient suffers from discomfort and inflammation, as well as, large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone surrounding the implant. There is no new additional information that would affect the investigation. Update: 11/29/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 26 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical record. Ppf alleges loosening of cup, abductor muscle repair,loosening of stem, after review of medical record of MDR reportability, doi - (B)(6) 2007 / dor (B)(6) 2010 (left hip).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.